Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. Act button did not respond due to moisture damage on keypad trace.

Event description:
It was reported that the insulin pump had physical damage. Customer stated there were cracks around the display window on the insulin pump. No further information provided.